Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the steps taken to resolve the spinal leak was 3 spinal blocks. The patient reported that the spinal leak was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a spinal leak caused by the implant surgery. After the implant they were so sick and kept throwing up. The patient stated that their surgery was 6 hours and they were in the hospital for 5 days. The patient stated that they cannot go back to work. No further complications were reported or anticipated. No device allegations were made.